Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, error 23069 occurred on the universal surgical manipulator (usm) 4 repeatedly. Prior to calling technical support, the customer attempted to reboot the system and perform hard power cycle of the system, but the issue persisted. The customer would disable the usm 4 and continue the procedure as planned. It was noted that onsite was not available at the time of the event. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the system initialized without error. The procedure had been in progress for about 1.5 hrs. Then the issue occurred, and the site had to disable the usm 4. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and confirmed error 23069. The fse replaced the universal surgical manipulator (usm) 4 to resolve the reported issue. In addition, the fse found errors 40068 and 310 on the auxiliary video board (avp). The avp board was also replaced and onsite was working normally. The system was tested and verified as ready for use. Isi did receive the avp to perform failure analysis. The avp was analyzed but the complaint was not confirmed by failure analysis. It was unable to reproduce the failure report by installing this board into the test system for 10 minutes sine cycle, 20 power cycle and sitting idle for 1 hour. No errors occurred. Onsite was connected. The avp board was further tested and remained in the test system for 2 days while testing other parts. The unit performed with no issue. Isi did receive the usm to perform failure analysis. The usm was analyzed and errors 23069, 23094, and 23118 were confirmed and replicated. The unit was tested on an in-house system and failed normal mode as it triggered 23094 and 23008 errors on the pitch. The system did not trigger errors 23069 nor 23118 but they were confirmed via error logs/system logs on the pitch chip encoder virtual absolute (cva) printed circuit assembly (pca). The unit failed cva characterization test on the pitch. The pitch cva pca was swapped out with a new one and the error no longer occurred. The original pitch cva pca was reinstalled, and the errors returned. The pitch cva pca and motor module would be replaced.